Manufacturer narrative:
The device was received constant pump error 38 during rewind due to corroded motor home switch. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a pump error indicating that there was no motor movement or negligible movement. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were not able to complete rewind and was stuck in a rewind loop due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.